Manufacturer narrative:
Initial trend analysis for lot 54533 was conducted, no malfunctions were found. This is the only complaint for lot 54533. Further investigation will be conducted to determine the root cause of complaint.

Event description:
End user reported that the insulin syringes being used with testosterone injections from lot number 54533 expiration date 06/19/2026 item number 829155, were found with 10 in the box with the "needle bent, the barrel was cracked and the barrel was also warped such as the syringe has been exposed to severe heat." The insulin syringe box the 10 damaged needles were found does not appear to be damaged in any way. In further communication with the same end user from complaint ID# (B)(4) follow-up call made on 05-12-2022, the end user made concern at the sterilization of the insulin syringes due to the usage of some syringes in the box prior to detecting the warped and bent syringes.

Event description:
End user reported that the insulin syringes being used with testoterone injections from lot number 54533 expiration date 06/19/2026 item number 829155, were found with 10 in the box with the "needle bent, the barrel was cracked and the barrel was also warped such as the syringe has been exposed to severe heat." The insulin syringe box the 10 damaged needles were found does not appear to be damaged in any way. In further communication with the same end user from complaint ID# (B)(4) follow-up call made on 05-12-2022, the end user made concern at the sterilization of the insulin syringes due to the usage of some syringes in the box prior to detecting the warped and bent syringes.

Manufacturer narrative:
On 8-10-2022, an updated photo of the two sensors on both the left and the right of the capping station that were added to detect the accuracy of the inspection was sent to show progress in the manufacturing process. As well as the effectiveness tracking investigation follow-up sheet that tracked 5 batches of syringe production on the assembly line. No defective product occured.